Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 200 mcg/ml at a dose rate of 75.13 mcg/day and hydromorphone with concentration 2 mg/ml at a dose rate of 0.7513 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that they believe the patient¿s pump was empty. Caller states the patient was at the emergency room (ER) with the pump alarming. It was noted that based on programming the pump would have been empty (B)(6) 2020. Interrogating the pump to confirm the actual alarm, and if empty to refill the pump and monitor for volume discrepancy and efficacy was being considered. No patient symptom was reported. No further patient complications have been reported as a result of this event.